Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 27 mg/dl. She was unable to connect to her sensor on her pump. Customer was not able to troubleshoot for low blood glucose. The product will not be returned for analysis.

Manufacturer narrative:
Unable to perform the displacement test and the p-cap or reservoir will not lock properly due to missing retainer. Device passed sleep current measurement and active current measurement within specifications. Device passed self test. Device communicated properly with test guardian two link and the glucose sensor simulator. The sensor feature functions properly. No sensor calibration anomaly noted.